Manufacturer narrative:
The device was returned to zoll medical canada's service department. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed no discrepancies that would contribute to the customer's report. Two returned lead acid batteries passed testing. One of the batteries was found to be older than the 18 month recommended replacement age (4 yrs). It could not be confirmed which or if either battery was used during the incident. The clinical data was not available as part of this investigation. Without the clinical logs, we cannot confirm the sequence of events. During our evaluation, the device appropriately prompts low battery and replace battery messages at the correct voltage levels. The eseries operators guide states; "carry a fully charged spare battery pack at all times". When a low battery warning occurs, install a fully charged battery pack as soon as possible. It cannot be firmly established if the end user had a spare battery on hand. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), on the fourth attempt to defibrillate, the device inappropriately shut down. Complainant indicated that the patient subsequently expired.